Event description:
It was reported that the catheter was leaking. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A partially circumferential split was observed at the luer/extension tubing joint. Microscopic inspection of the split revealed a granular fracture surface. The fracture surface exhibited beach marks. Material deformation and discoloration were observed in the vicinity of the split. The fracture features, material discoloration and deformation were consistent with material fatigue caused by repetitive torsional (twisting) stress. It appeared that access, de-access and maintenance techniques may have contributed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was inconclusive due to the nature of the returned sample. The product returned for evaluation was two photographs depicting a 20ga x 0.75¿ safestep safety infusion set. Usage residues were evident in the photographs. The safety mechanism was engaged and a syringe was attached to the luer adapter. The sample was in a bag and an arrow appeared to have been drawn on the bag pointing toward the luer adapter/extension tubing joint. The first photograph depicted the entire device and the second photograph depicted a closer view of the joint. No obvious damage or evidence of leakage was discernible in either photograph. No leakage or damage was obvious during inspection of the submitted photographs; however, a comprehensive evaluation of the sample could not be conducted. Consequently this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was leaking. No other information was provided.